Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, approximately 5 minutes into the ablation, the fluid loss bar was noticed to be increasing with a fluid deficit of 5cc and subsequent cervical leak. No fluid loss alarm occurred. The procedure was aborted and the patient was cooled down. A first degree burn was noted at the lower part of the patient¿s cervix. The patient¿s condition at the conclusion of the procedure was reported to be ¿good¿. An attempt to obtain additional information from the physician was unsuccessful.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.